Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail 6f jl4. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for leak or incorrect prep reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that rx trek/mini trek cdc instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, non-tortuous distal left anterior descending artery. The 2.0-12 mm trek rx balloon catheter was advanced to the lesion for preparation of the device inside the patient and air was pulled using a syringe. Blood was observed to be coming into the indeflator. There was no substantial resistance felt during advancement of the balloon catheter in the patient. The trek rx balloon catheter was replaced with a non-abbott balloon catheter to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.